Event description:
It was reported during use that the tps universal driver continued to run when the trigger was no longer activated. There was no patient or user adverse consequence associated with this event.

Manufacturer narrative:
Upon disassembly for visual inspection the bearing was found to be in need of replacement.